Event description:
The customer reported that while being monitored on an avalon fm30 fetal monitor, a stillbirth occurred.

Manufacturer narrative:
(B)(4). The customer reported that while being monitored on an avalon fm30 fetal monitor, a stillbirth occurred. Based on the available info, the customer believes it was a user error when the clinician touched the screen monitor by mistake, and turned the device off. The customer does not believe the stillborn baby to be a fault of the (B)(4) avalon fm30 fetal monitor. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.